Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure. Sick sinus syndrome (sss), also called sinus node dysfunction (snd), is an umbrella term for a group of abnormal heart rhythms (arrhythmias) presumably caused by a malfunction of the sinus node, the heart's primary pacemaker. Bradycardia-tachycardia syndrome is a variant of sick sinus syndrome in which slow arrhythmias and fast arrhythmias alternate. It is often associated with ischemic heart disease and valvular lesions.  Sick sinus syndrome is more common in elderly adults, where the cause is often a non-specific, scar-like degeneration of the cardiac conduction system.  Coronary artery disease, high blood pressure, and aortic and mitral valve diseases may be associated with sick sinus syndrome, although this association may only be incidental.  Acquired snd may occur after damage to the sn artery during cardiac surgery or may be due to occlusion, such as after myocardial infarction. Another surgical cause of snd includes sn tissue damage during cannulation of the superior vena cava (svc) for cardiopulmonary bypass or extracorporeal membrane oxygenation (ECMO). Ischemic cardiac arrest may also cause snd. The natural history of snd may be highly variable, although it tends to be progressive in nature. The only effective treatment for patients with chronic symptomatic snd is pacemaker therapy. In this case, the sick sinus syndrome is likely related to the mechanism described above. In addition, to the procedure itself, the patient¿s existing lbbb may have contributed to the event or placed the patient at higher risk for the development of sick sinus syndrome. There was no allegation or indication a device malfunction contributed to this adverse event.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our european affiliate through a (B)(6) clinical study, approximately 14 days post implant of a 26mm sapien 3 ultra valve in the aortic position, the patient experienced episodes of dizziness and was lightheaded.  In addition, the patient developed electrical conduction disturbances. A permanent pacemaker was implanted, and the event was resolved.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.